Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been seen in clinic, and a driveline fault advisory was noted. Following review, log files recorded a driveline fault event on (B)(6) 2025 at 23:37. The driveline fault detection circuitry data indicated a potential issue with the unmonitored conductor in phase a of the driveline. Technical services (ts) recommended that once the patient was clinically stable enough to tolerate a pump stop, the current system controller should be replaced with a new one. Additionally, it was noted that a prior external driveline revision had been completed on (B)(6) 2018 (MFR 2916596-2018-05394).

Manufacturer narrative:
D4 - UDI - correction. H6 - codes - updated. Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarm. Although a specific cause for these alarms could not be conclusively determined, based on previous complaint history, the alarms captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events and data from (B)(6) 2025. A transient driveline fault alarm, associated with a yellow wrench advisory, was captured on 08aug2025. Electrical continuity data suggested a potential wire conductor breakdown issue with the yellow wire within phase 1. Despite this finding, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas) with no further related events reported. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions, including driveline fault alarms, as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.